Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 477 mg/dl. The customer states that prior to the event, he had been experiencing sickness, stress, and medicine changes. The customer also states that he uses an mmt-397 infusion set and last changed his set two days before the event. The customer then stated he filled his reservoirs with cold insulin. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.